Event description:
It was reported that the navlock universal tracker adaptor for instruments from 20 to 27 mm broke into pieces during cleaning at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the navlock universal tracker adaptor for instruments from 20 to 27 mm broke into pieces during cleaning at the user facility. There was no patient involvement and no adverse consequences associated with the device.